Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that unresponsive power button/ ac light on keypad,front case keypad and missing battery pack were replaced. Based on the findings, service determined that the reported issue was due to electrical failure of front case keypad assembly. Device history record: a review of the device history record showed the device had a manufacture date of 20aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported won't turn on. There was no patient involvement.